Event description:
It was reported that approximately six weeks after the lead was implanted it dislodged. The lead was removed, replaced, and no patient complications have been reported as a result of this event.